Manufacturer narrative:
Physio-control evaluated the device verified the reported issue. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The device appeared to start functioning properly after the replacement of the system controller pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported that their device was intermittently powering itself on and when the device is powered off, it will no longer power on. There was no patient use associated with the reported issue.